Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Patient fields in which information is not provided were intentionally left blank.   Physio-control evaluated the customer's device and duplicated the reported issue. Physio found the battery had a cracked retaining clip that was not fully inserted into the device. After the battery and cracked clip were replaced, proper device operation through functional and performance testing was observed and the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly froze and shut down three times while attempting to pace a patient. This issue is patient related; however there was no adverse event reported